Event description:
No harm to patient. Iabp [intra-aortic balloon pump] malfunctioned when rn attempted to change out the helium tank. Iabp would not receive tank, or purge after multiple attempts and using different helium tanks.